Manufacturer narrative:
The tech found that the latch spring came out of place. He adjusted the siderail latch spring to repair the bed.

Event description:
Info received indicates the left intermediate siderail does not latch.